Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when using on patient. Change new one. The second one also found cuff leakage during use. Change the third one. There was no reported patient harm or consequence." Associated complaints 3009307931-2025-00039 and 3009307931-2025-00038.

Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed through the investigation of the returned sample. The customer returned an actual sample was received for investigation. Functional testing, including soaking of the cuff, inflation line, and pilot balloon, did not reveal any air bubbles, indicating no leakage. Furthermore, the pressure reading remained stable and did not drop during observation, confirming that no leakage was present. A device history record review was performed and there were no relevant findings. Based on the investigation of the returned complaint device, no issues were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when using on patient. Change new one.the second one also found cuff leakage during use. Change the third one. There was no reported patient harm or consequence." Associated complaint 3009307931-2025-00039.